Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detach (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a 42221 error. The cause of the reported issue was a defective software. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump exhibited error code 42222. There was no reported patient involvement or harm.